Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. The certitude delivery system was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No case imagery or photographs were provided for review. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Lot history review revealed one other similar complaint. The complaint is pending engineering evaluation. As the complaint for balloon ¿ burst, distal tip, nose tip ¿ separated, delivery system ¿ withdrawal difficulty and balloon ¿ separated were unable to be confirmed, a complaint history review is not required. Per the IFU and training manuals, if a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from ¿umbrella-ing¿ at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position.do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, the complaints were not able to be confirmed since the device and/or relevant imagery were not returned for evaluation. Due to the unavailability of the device, visual and dimensional evaluation could not be performed. However, investigation of complaint history, lot history, and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. Per the complaint description, it was stated that ¿the certitude delivery system balloon ruptured.¿ it was also stated that the degree of valvular calcification was not provided. It is possible that there was some degree of calcification within the patient¿s anatomy. An existing technical summary has been documented for root cause analysis on balloon burst in a calcified anulus and subsequent withdrawal difficulty and distal tip separation. The technical summary provides a rational as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subjected to increased risk of burst in a calcified annulus. The technical summary also outlines the extensive manufacturing mitigations (which are currently still in place) to prevent this type of malfunction (100% visual and dimensional inspections, 100% leak testing, and balloon burst testing on a sampling basis during pv testing that occurs with every manufactured lot). The presence of this potential calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressure well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanism such as puncture, local overstretching, open cell impingement, or stress concentration. As reported, ¿significant resistance was encountered during the withdrawal of the certitude delivery system¿. After the balloon bursts, the delivery system was experienced withdrawal difficulty during removal of the delivery system. Burst balloon may alter the balloon profile, and it led to caught on the patient vasculature during delivery system retrieval. Per reported, additional force was used to remove the delivery system, subsequently, distal tip/nose tip and balloon was separated from delivery system. Although a definite root cause was not able to be determined, available information suggests patient factors (valvular calcification) may have contributed to the balloon burst during valve deployment. Procedure factors (retrieval of the burst balloon, excessive device manipulation) may have contributed to the withdrawal difficulty and subsequent distal tip/nose tip and balloon separation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a transcarotid tavr procedure, during the deployment of a 23mm sapien 3 valve in the aortic position, the certitude delivery system balloon ruptured. The valve was positioned as intended and fully deployed with no paravalvular leak (pvl). Significant resistance was encountered during the withdrawal of the certitude delivery system. Upon withdrawal of the delivery system, the nosecone was observed to be missing. Angiography showed the nosecone in the ascending aorta. The nosecone was able to be snared and pulled through the carotid artery and out through the sheath. A tee showed additional balloon material in the descending aorta. A snare was advanced through the femoral artery. The balloon material was snared but was not able to be removed into a sheath. It was believed that the material was likely left in the iliac system. The patient was hemodynamically stable and transferred to recovery. A complete CT is planned for after the tavr procedure to locate the balloon fragment and to perform intervention if required. The valve remains implanted in the patient. The native annular valve area measured 338mm2. The sov diameter measure 25mm to 26mm. The stj diameter measured 26mm. Information regarding the degree of valvular calcification was not provided.